Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a baxter service technician. Visual inspection identified the damaged main battery. The cause of the damage was not determined. To address this issue the main battery was replaced and the device was returned to the customer. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During product evaluation by a baxter service technician, a flogard infusion pump found to have a damaged main battery. This was not reported by the customer. There was no patient involvement. No additional information is available.